Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The manufacturing records for retriever l5 devices that were shipped to the site, lot numbers 32739, 32868, 32910, were reviewed and no anomalies were found that are related to this complaint.

Event description:
The physician was treating an ica-t patient who also had a tandem carotid stenosis. The physician stented the ica with an acculink abbott stent and then went up with l5 retriever. The physician was able to remove the clot in ica. Fragments remained in aca & mca. Did 2nd pass with l5; the l5 became hung up on the acculink stent. He proceeded to try to advance the l5 and 18l microcatheter distal through the stent without success. He then purposely torqued the l5 to the point of tip fracture since he could not get the retriever dislodged from the stent. He then went in with an alligator device to try to retrieve the l5. The ica dissected distal to the stent from the alligator device. The physician put another acculink stent in to cover the dissection. He did not want to make anymore attempts to remove the fractured l5. Instead, the physician placed a 3rd acculink to cover the l5. The patient was 7.5-8 hrs past the onset of symptoms. It took him approximately 35 minutes from the time of fracture to covering the dissection, and the l5. The patient ended up having good flow through the entire vascular bed. The patient passed away. The physician stated that the device could have contributed to patient's worsening condition but that it did restore flow in the ica and mca. He did not feel that the device contributed to her death since she was treated very late, and she would have likely had a poor outcome due to time and co-morbidities.